Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with address label not faded or damaged. Device received missing end cap sticker. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump would alarm motor error alarms when the device was out of insulin. Customer was able to rewind and prime the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.